Manufacturer narrative:
Additional information: additional information received on 16 may 2019 indicating that the reported issue occurred during the preventative maintenance testing procedures. There was no patient involvement in the reported event.

Manufacturer narrative:
Device analysis: one cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing and that the lens was damaged. Functional testing involved delivery accuracy testing and showed the pump's delivery accuracy to be within the manufacturing specifications of +/-6%. Based on the investigation the reported issue could not be duplicated; the complaint allegation was not confirmed. The problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed volumetric accuracy test. No known adverse effects to patient.